Event description:
Channel a was set up to infuse levophed at 1.9 ml/hr. Overinfusion occured. Amount not provided. Adult patient. Levophed line disconnected. No medical intervention provided. As of the date of this report, we have not yet received the pump back for investigation. A follow-up report will be filed to report our investigation findings when complete.